Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient feels like their device is coming out. They clarified that it is not physically coming out, it just feels like it. As a result of what was reported, they were redirected to their healthcare provider (hcp). No patient symptoms were reported and no further complications have been reported as a result of this event.